Event description:
It was reported that when updating the patient's personal therapy manager (ptm) the empty reservoir alarm occurred with 27.5ml infused. It was reported that they changed the reservoir volume to 40 then back to 11.5 without any issue. All programming issues were resolved. There was no patient or therapy issue reported. The device system was used to deliver morphine.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).